Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation could not determine the cause of the reported difficulties. Treatments appear to be related to circumstances of the procedure. It is possible the plunger was caught on a glove and released when the lever was opened. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a prostyle device via a 6f sheath hole after an interventional peripheral procedure. Reportedly, after pulling the lever to open the footplate, the plunger popped back on its own, without being touched by the physician. The lever was closed, the device was removed and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.